Manufacturer narrative:
Visual analysis was performed on the returned device. The peeled/delaminated polymer, broke core and failure to cross were not confirmed. It was noted that there was corroded solder, contamination, twisted material, scratched material, stretched coils, and torn polymer. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the polymer damage, break, and failure to cross. It may be possible that the wire was damage during the insertion process or due to interaction with associated devices during use; however, this could not be confirmed. The corroded solder, contamination, twisted material, scratched material, stretched coils, and torn polymer are due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: health effect - impact code 2645 - removed.

Event description:
Subsequent to the previously filed report, the following information was received:the device was advanced in the patient but failed to cross the lesion and was removed from the anatomy to be re-shaped. During re-shaping, the polymer on the tip of the device was noted to be peeling. There was no resistance during delivery and removal.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that when the hi-torque balance middleweight universal ii 190 guide wire was removed from the protective coil, the polymer coating was noted to be peeling at the tip of the device. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.